Event description:
There was no text when doing a product search. High left ventricular (lv) lead thresholds and high right ventricular (rv) lead threshold measurements. Reprogramming was done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5147508.